Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during drain 2 of 4. The technical services representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would contact the peritoneal dialysis (pd) nurse for instruction. There was patient involvement, no patient injury or medical intervention was reported. During a follow up with the hp regarding the alarm, the hp stated that she did not notice anything unusual at the time of the alarm with the set. The hp started over with new supplies and was able to resume therapy. The hp stated she went to her nurse and her catheter had a crack in it. The catheter was replaced. The hp stated that her doctor prescribed antibiotics and the hp was doing fine. During further follow-up with the nurse regarding the catheter, it was revealed that in fact it was the transfer set that had malfunctioned. Per the nurse, there was a malfunction with the transfer set. Per the nurse, there was a slit where the adapter tubing met. The hp came in and they were able to fix the transfer set. The nurse stated there was no injury.

Event description:
During further follow-up with the home patient (hp)'s peritoneal dialysis (pd) nurse to obtain clarification on the exact location of the slit, it was found that the slit was indeed on the transfer set tubing. The nurse did not know of the cause of the damage to the tubing, and did not know if excessive force was applied to the transfer set. No further information was available.